Event description:
A result of the low inspiratory pressure alarm being set incorrectly for the pt circuit configuration, a disconnect alarm was not generated when the pt became disconnected resulting in the pt's death. Preliminary testing indicates the alarm system is functioning properly.